Manufacturer narrative:
This event was investigated by the manufacturer. As part of the investigation, an evaluation of the device, a review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted. An olympus filed service engineer (fse) was dispatched to service the device. The fse confirmed and replaced the cracked lid. The equipment was repaired and verified according to the original equipment manufacturer's instructions. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. A possible cause includes the lid coming in contact with a hard object or device. The IFU contains the following statements that may help detect the reported event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the lid of the endoscope reprocessor was cracked. There was no patient involvement or impact to patient care reported for this event.